Event description:
It was reported that when using the bd pyxis¿ anesthesia station es patient's profiles were not showing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist confirmed that the issue was resolved by rebooting the station. The tss reviewed and collected system logs and did not identify any errors or system faults. Based on the findings, it was determined that the device had likely not been rebooted for an extended period and had pending microsoft windows updates, which was believed to have contributed to the issue. The system functioned as intended after the technical support specialist (tss) investigated the device.